Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 48.5-49.0cm from the end of the lead tip, consistent with lead friction to the ICD can. (B)(4) were abraded and fractured at this location. The inner coil was also exposed at this location. This is consistent with the observation from the field of inappropriate therapy if the inner coil were to come in contact with the ICD can.

Event description:
It was reported that the patient received inappropriate therapy. Tachycardia therapy was inactivated and the patient received a life vest until the lead was revised. A fractured lead was suspected. During lead extraction, it was observed the lead was crushed by migration of the ICD. Lead was explanted and replaced. Patient condition was good after the event.